Manufacturer narrative:
(B)(4). Bapproximate age of device ¿ 19 days. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a stroke/extradural hematoma in the right cerebellum. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the report of the patient experiencing an extradural hematoma in the right cerebellum (stroke) could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.